Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm displayed an unspecified low glucose value. No bg meter comparison was performed at that time. The patient was asymptomatic; however, the reporter administered three glucose tablets as a precautionary treatment. Despite this intervention, the cgm continued to report low glucose levels. Out of concern, the patient¿s daughter transported the patient to the emergency room (ER). Upon arrival, a bg meter reading showed 250 mg/dl, while the cgm continued to display a ¿low¿ reading. The patient received intravenous fluids and an unspecified antibiotic for a concurrent, unrelated urinary tract infection (uti). The patient was discharged home later the same day. Following the incident, the cgm sensor was replaced. At the time of the report, the patient was reported to be feeling ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.